Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "difficulty advancing through sheath" and "sheath liner punctured" were unable to be confirmed without the returned device or procedural imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during the procedure, the physician experienced difficulty advancing the delivery system through the sheath. When panning back down to observe the sheath, it was determined the delivery system and valve had exited the sheath and doubled over on itself. The physician snared the safari wire from the left brachial side and pulled it up to straighten out the kink. After maneuvering the system into a position to deploy, the sheath was pulled back into the femoral artery, valve was aligned and deployed in the descending aorta above the renal arteries and diaphragm. The system was then pulled out and a large tear in sheath was noted." Per imaging review, calcification, tortuosity and undersized diameters are present in the patient-s access vessels. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." Tortuosity can create sub-optimal angles for sheath insertion, requiring a high push force to navigate. Calcification and undersized vessels can create a restricted pathway or constrained condition and further contribute to resistance. Excessive manipulation applied to overcome the experienced difficulty may also cause the valve to catch onto the liner tear it, resulting in the reported liner puncture. In addition, sharp calcified nodules can directly weaken or tear the liner, while tortuosity can exasperate the non-coaxial alignment between the valve and sheath. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tavr procedure. With a 26mm sapien 3 ultra valve in aortic position. During the procedure, the physician experienced difficulty advancing the delivery system through the sheath. When panning back down to observe the sheath, it was determined, the delivery system and valve had exited the sheath and doubled over on itself. The physician snared the safari wire from the left brachial side and pulled it up to straighten out the kink. After maneuvering the system into a position to deploy, the sheath was pulled back into the femoral artery. Valve was aligned and deployed in the descending aorta above the renal arteries and diaphragm. The system was then pulled out and a large tear in sheath was noted. The physician chose to move forward with a non-edwards valve for the patient. As per follow-up with the fcs, it was confirmed, that the ew valve was deployed in the descending aorta. The case was not a viv or surgical case. The physician chose to move forward with a non-edwards valve. The edwards valve was deployed in the descending aorta above the renal arteries. The non-edwards valve was then implanted successfully above the initial valve. The delivery system was approx 50% of the way into the sheath, when the resistance was noted.

Manufacturer narrative:
A supplemental report is being submitted due to the receipt of a voluntary medwatch form with report no. Mw5146251. The events reported in the medwatch have previously been reported. Please reference manufacturer report no. 2015691-2023-16461.